Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 5 years, 1 months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a inspiris relisa aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical records that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 5 years, 1 months due to endocarditis (streptococcus viridans), moderate stenosis and root abscess. Patient presented with stroke and weakness. The explanted valve was replaced with a 25mm 11500a inspiris relisa aortic valve. Patient was table and discharged on pod#8 per medical records, intraoperatively healed vegetation on aortic leaflet noted along with healed root abscess was noted. The 25mm 11500a valve was explanted and replaced with another 25mm 11500a valve. Patient concomitantly underwent pseudoaneurysm repair and CABG. The patient tolerated the procedure and was transferred to the recovery room in stable condition. This is a 52-year male patient.